Manufacturer narrative:
Additional product code: pif an investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported three cases since (B)(6) 2025 of tube migration and loose fitting of tubes causing leakage of formula, all related to the external retention disc being quite slippery (even on new tubes) and easily sliding up and down. They further reported three cases since (B)(6) 2025 of early breaking of the feeding ports (on the purple y-adaptor) shortly after insertion.